Event description:
Customer reportedly obtained results of 570 mg/dl, 439 mg/dl, 257 mg/dl< 442 mg/dl, and 277 mg/dl on the same device within 4 minutes. Customer states that due to the erratic comparison, she guessed at how much insulin to take, amount was not provided. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.